Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an aortic valve and aorta ascendens replacement and coronary artery transplantation, the valve and blood vessel needed to be replaced under cardiopulmonary bypass, and use 5-0 sutures to close the opening at both ends of the artificial blood vessel to the heart tissue. When the suture was in progress, the suture needle was accidentally broken, and about 3/4 of the broken needle body was left in the artificial blood vessel and heart tissue being sutured. The surgeon determined that the location of the broken needle under x-ray positioning was on the inner wall of the artificial blood vessel, and accurately cut the blood vessel to take out the broken needle, then sutured and re-performed the vascular perfusion under the cardiopulmonary bypass.